Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. It was observed that the device would not charge defibrillation energy and that several event codes had been logged into the device's memory. Physio-control then replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. After repair, the device was returned to the customer for use.

Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb assembly and determined that the cause of the reported failure was due to 2 diodes, designators cr21 and cr22 on the therapy pcb assembly being shorted. These diodes being shorted caused the device not to charge defibrillation energy.

Event description:
It was reported to a physio-control customer service representative that the service led on the customer's device was on. During device evaluation it was observed that the device would not charge defibrillation energy. There was no patient use associated with the reported event.